Event description:
It was reported that the fiber tip burnt at 31,000 joules during the procedure. The procedure was completed with a second fiber. There was no patient injury.

Manufacturer narrative:
The component codes refer to the results code. Failure analysis: the fiber cap is broken distal to the glue zone. Bevel portion of the cap has evidence of breakage, melting and burnt glue. The fiber/cap conditions would result in forward firing. The most probable root cause that contributed to this device failure was suspected to be related to heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.